Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was having difficulty charging. The pt's pocket was not the corrected depth. The physician revised the pocket location. The pt is reportedly doing well following the procedure.